Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported on (B)(6) 2016 that the stimulation was not covering the complete area of pain. The clinical diagnosis included decreased therapeutic coverage (and a device diagnosis was not applicable). The patient was advised to follow-up with the manufacturer for reprogramming secondary to the stimulation not covering the complete area of pain. Reprogramming was performed on (B)(6) 2017 and the event resolved without sequelae on (B)(6) 2017. The event was related to the device or therapy, not related to the implant procedure and not due to programming. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. Patient's baseline weight was reported. There was no identified contributing factors of the event.